Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the analysis was unable to be identified; however, the event most likely occurred due to stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation identified the adhesive of the objective cover glass lens at the distal end of the scope was found peeling/missing. Additionally, the customer¿s reported issue was confirmed as the scope failed the air/water leak test due to holes in the bending section cover. There is static/noise in the image, the angulation is below standard specifications due to a stretched angle wire. Here are cosmetic scratches on the distal tip cover, scratches on the control body, scratches on the grip, scratches on the up/down plate and right/left plate, scratches on the housing of the switch unit, the video connector near the gold contacts, scratches on the light guide connector housing, scratches on the light guide cover glass surface, and the video connector casing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿leak¿ during reprocessing. Upon inspecting and testing, the adhesive defect was identified as the objective cover glass adhesive at the distal end of the scope was found peeling/missing. No death, injury or harm was reported to olympus.